Event description:
It was reported post implant of a realize gastric band, during an upper gi swallow study; the surgeon felt the band did not look exactly right. The surgeon routinely orders upper gi with swallow study for all patients transferring into the practice. An egd and biopsy was performed and the surgeon observed the band had eroded into the side of the stomach. The biopsy results were positive for h. Pylori. The surgeon routinely performs biopsies when he does an egd. The surgeon strongly feels that the h. Pylori contributed to the erosion, and not band erosion contributing to h. Pylori. The patient had only had one adjustment (it was with the original surgeon in (B)(6) 2010), and it was for 3ml. The patient is doing fine.

Manufacturer narrative:
(B)(4). Information was not provided by contact.information unavailable, device not returned for analysis.